Event description:
It was initially reported that the physician handheld was repeatedly freezing on interrogation successful screen. The physician would perform hard resets and the issue would resolve, but is has been occurring for about 2 months and her requested a new handheld. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that when the company representative went to the site to drop off the new handheld he also troubleshooting the issue with the old handheld and it was functioning correctly. The physician requested to keep both programming systems and both were left with the physician.

Manufacturer narrative:
.